Event description:
High blood glucose event was reported by customer with a level reaching 505 mg/dl. Cause was not known. Customer managed situation by administering a correction injection via multiple daily injections and was advised by technical support to consult with a healthcare professional to explore potential factors affecting blood glucose levels.